Manufacturer narrative:
Qn (B)(4). One unit of manta was returned. Manta was locked into the sheath. Blood particulates were noted. The lever was engaged releasing the components outside of the lumen the device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the patient's condition was noted as having cardiogenic shock. No issues were encountered advancing or withdrawing the 14f percutaneous ventricular assist device (pvad) sheath from the centrally positioned access. Following the percutaneous ventricular assist device removal, a 14f manta was deployed to the measured deployment depth of 5cm + 1cm in the left femoral artery for closure. During deployment, while pulling back on the manta device, copious bleeding continued, and collagen was visible at the skin level. The vascular surgeon was called in for a surgical cut-down, explant the manta device and repair the artery. During the surgical intervention, the surgeon noted the artery was torn, and the manta device came out of the artery and was in the tissue tract. Therefore, the root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention is due to arterial damage potentially created during the initial procedure, not allowing the manta anchor to seat properly along the vessel wall, to create a seal. However, due to insufficient information regarding the initial and deployment procedures, patient conditions or environment, and no angiograms submitted for investigative purposes, a root cause as to why the manta was not effective in achieving hemostasis requiring surgical cut-down is undeterminable. The patient outcome post-procedure was fine. The IFU lists the following potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: during a percutaneous ventricular assist device (pvad) removal procedure, when the physician went to deploy manta he pulled back and the artery was still bleeding and collagen was visible at the skin level. Vascular surgeon came in to perform a cut down procedure. Surgeon noted that the artery was torn , and the manta came out of the artery and was in the subcut tissue.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after invesigation.

Event description:
It was reported that: during a percutaneous ventricular assist device (pvad) removal procedure, when the physician went to deploy manta he pulled back and the artery was still bleeding and collagen was visible at the skin level. Vascular surgeon came in to perform a cut down procedure. Surgeon noted that the artery was torn , and the manta came out of the artery and was in the subcut tissue.